Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro dislodgement. Additional information obtained from the field representative indicates that there was loss of capture in bipolar. This rv lead was explanted and replaced. No additional adverse patient effects were reported.